Event description:
Damage to the pump housing surrounding the usb port was reported, impacting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Although the technical support offered to replace the pump, the customer, who already had a new pump, declined the replacement, resulting in no further actions being required.